Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer was performing remediation, after which the machine did not reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that station came back online. The station required some time to reboot before returning to an online status. The system functioned as intended after the technical support specialist investigated the issue.